Event description:
Health care professional reported replacement of access port. Investigation in progress. F/u findings: further f/u from the health professional notes: pt had an infection and cellulitis, which required the access port being changed. F/u findings: further f/u from the health professional notes: "incision first draining serous fluid. Infected port soon after surgery. - port removed - new port relocated."

Manufacturer narrative:
Taper ii. (B)(4). The rptr of the complaint was asked to return the product for analysis. The device has not yet been rec'd by allergan. Based upon the model number, serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The rptr of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Infection, cellulitis and wound drainage are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported events of surgical complications as follows: "complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."